Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus was not working correctly and therefore the display overlay was replaced and calibrated. Also, the programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer stylus was not working, especially in the left corner of the display. Several attempts were made to calibrate the stylus without success. The stylus was replaced with a new stylus and calibration was still unsuccessful. The programmer was returned for repair. No patient complications have been reported as a result of this event. On (B)(6) 2016: the programmer tested out of specification during manufacturer's analysis.